Event description:
It was reported that pump experienced malfunction with malfunction alarm malf 12 and related fault ID, with no notable events occurring before issue. There was no adverse impact to the customer¿s blood glucose level. Customer was given instructions by technical support on how to reset pump, was unable to perform reset at time of call, and planned to attempt reset later and contact support again if further assistance was needed.